Event description:
It was reported that while prepping for a prod demonstration, the saline port of the recanalization catheter found to be broken upon removal from its packaging. The device was not used on a pt.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcvk10004. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which the device was removed from the packaging contributed to the reported failure. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and prod should be inspected for signs of damage. Never use damaged prod or prod from a damaged package. Set up: back the ridge portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). Upon review of the complaint documentation, the date of event was updated.